Manufacturer narrative:
Complaint conclusion: as reported, the balloon of two 5f mynxgrip vascular closure devices (vcd) lost pressure while inside of the patient. Hemostasis was achieved by another unknown 5f mynxgrip vascular closure device (vcd). There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU)instructions. A 5f cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Two non-sterile 5f mynx grip vascular closure devices involved in the reported complaints (B)(4) were returned in the same bag. Visual inspection of the device related to the (B)(4) showed that the shuttle was engaged to the black handle. The sheath used in the procedure was not returned with the device for the evaluation, but the syringe was returned attached to the stopcock that was observed to be open, while the sealant and advancer tube were returned in manufacturing position. No anomalies or damages were observed during this analysis to be reported. An inflation/deflation functional evaluation was attempted to be executed, nevertheless it was not possible due to a tear present in the balloon that was observed during the microscopic analysis. A microscopic analysis was performed to evaluate the surface of the balloon. During this analysis it was observed that the surface presented a tear that could be related to the balloon loss of pressure reported. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a tear in the balloon of the returned device. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics and/or concomitant device factors are likely since alterations in either can cause damage to the balloon. Since there was no calcification at the access site reported, handling factors are very likely. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of (2) 5f mynxgrip vascular closure device (vcd) lost pressure while inside of the patient. Hemostasis was achieved by another unknown 5f mynxgrip vascular closure device (vcd). There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU)instructions. A 5f cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation.